Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot#: la8655, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for failed back surgery syndrome. Patient was reporting that ins was interrogated ~5 years ago and patient was told that leads are dead. Later, it was reported by rep that patient was seen by an hcp recently. No symptoms were reported an no further complications were reported/anticipated. Omitted information regarding pe 703210762, rubbing on peripheral nerve, causing irritation, removal.